Event description:
New information notes that the patient's right ventricular lead had chronically high and out of range pacing impedance.

Event description:
New information notes that the lead was explanted and replaced. Patient condition stable.

Manufacturer narrative:
The reported events of noise, high pacing impedance, and elevated capture threshold were not confirmed by analysis during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion was noted at 7.2 cm to 10.7 cm from the distal tip. The insulation abrasion breached the re cable lumen with procedural damage noted to the etfe cable coating. The inner lumen was abraded in this region with the ptfe liner intact. The optim sheath was found to be cut in the abrasion region. Internal insulation abrasions were noted at 4.0 cm to 4.3 cm, 6.1 cm to 6.2 cm and 6.3 cm to 6.4 cm from the distal tip. The insulation abrasion breached the re cable lumen. Internal insulation abrasions were noted at 6.4 cm to 6.5 cm from the distal tip. The insulation abrasion breached the rv cable lumen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a device check. The patient presented with high out of range impedance, elevated capture threshold, and noise on the right ventricular lead. No therapies were delivered. The patient was asymptomatic before, during and after the event and the device check. No interventions were scheduled. Patient's lead continued to be monitored.